Event description:
A health care professional (hcp) reported a donor experienced urticaria and pruritus approx six hours after donating in 2003. The donor went to the hosp and a steroid was prescribed. By may 2003, the donor had recovered. No add'l info has been received from the collection facility regarding this event.